Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. There were neither error codes nor flags associated with the discrepant samples and controls. There is no indication that the abbott realtime sars-cov-2 amplification reagent kit (list 09n77-090) lot 525294 is performing outside of established design performance specifications. The amplification curves for the discrepant results were reviewed and no issues were identified. Quality data review device history record / batch record review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 525294 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 525294 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and these lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 525294. The lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 525294 did not identify any additional complaints related to discrepant results. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 525294 was not identified.

Event description:
The customer reported two false positive results on the realtime sars-cov-2 assay. The customer suspected contamination as the clinical data of the patients did not match with a positive result. Several samples with high viral load were prepared close to negative samples. The samples retested negative on a different platform. The positive results were not reported outside of the laboratory. There was no reported impact to patient management. This incident is being reported to FDA because the incident occurred in portugal using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis thatrealtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95 sold in the united states. Ticket does not reference a us list 9n77-95 lot number.